Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73c1700339 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler jammed. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the device was received with its trigger partially engaged and a staple partially formed incorrectly. The staples appeared to be misaligned. There is a scrape mark visible on the cover block. The stapler was returned with 35 staples left in the cartridge. Reference a file (B)(4) for investigation photos. The partially loaded staple was manually removed from the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple was unable to properly form. This was repeated two more times with the same result. The misalignment of the staples is preventing the staples from properly forming. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "clips jamming" was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing the staples from properly forming. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that the stapler jammed. There was no patient injury.